Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the date of the initial procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the onset date of symptoms from the initial surgical procedure? How many days post-operatively was the suture removed? Were the sutures removed earlier than the normal routine removal time frame? Was the patient's post- operative care altered in any way as a result of this event? What was done immediately upon suture removal? Was there any treatment? Can you identify the product code and lot # ? How was the dehiscence managed / treated? Was any re-operation/re-suturing / revision surgery done on patient post-op initial procedure? The amount of time between the suture placement and the non absorption? The surgeon expected time between the suture placement and the non absorption? If applicable, will product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a ccv procedure on an unknown date in 2019 and suture was used. In (B)(6) the patient presented with dehiscence. The lesion improved after the suture was removed. It was noted that the suture was completely removed from the lesion, therefore, it's possible to see that it is not being absorbed. There was no intervention reported. No additional information was provided. Additional information has been requested.